Event description:
While using closed gloving, to set up sterile surgical field, ansell gammex non-latex pi glove size 6.5 (lot 2007493204 249-62003), broke between the forearm and cuff section of the right hand.